Manufacturer narrative:
On (B)(6) 2016 12:59 pm (gmt-5:00) added by (B)(6) ((B)(4)): (B)(4). According to the IFU (instructions for use) the zero-flow-calibration takes place during setup, not during use/patient treatment. A supplemental medwatch will be submitted when additional information becomes available. (B)(4).

Event description:
It was reported there was a problem zeroing the flow. Additional information, received (B)(6) 2016: the customer swapped the unit. There was no adverse effect to the patient. It was also reported, that the unit with the problem never stopped pumping but the customer felt that the amount of flow indicated was inaccurate. (B)(4).

Manufacturer narrative:
The malfunction of the device happened at the beginning of the procedure when the customer tried to go on partial support. There was no adverse issue with the patient. A maquet service technician evaluated the device and replaced the flow measurement board. The device passed all function and safety tests and was then returned to the customer for use. The defective part was not returned to the manufacturing facility for further evaluation.

Event description:
(B)(4).